Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging death. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed that dust contamination on the air inlet and air outlet port, hair contamination throughout humidifier enclosure, tan dust contamination on the iso port, light dust contamination on top of the pca, top of blower box, blower motor and surrounded area. They observed white dust contamination on the air inlet and the inside bottom of the blower box, missing sd card cover, and ui knob broken. They observed dust-like and hair-like contamination on flip lid seal, hair and white dust like contamination on humidifier enclosure, heater plate, dry box seal, water tank and white and tan dust-like contamination in the iso port. The contamination found in the humidifier enclosure is considered not to be in the airpath. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was unable to confirm the symptoms specified.

Manufacturer narrative:
In the previous report, the manufacturer missed to captured information in box d and box h. The following correction has been corrected in this report. In box d: device serviced by 3rdp, device avail. For eval and date returned has been corrected. In box h: the device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been corrected.